Manufacturer narrative:
Unit received with a partially broken off piece at the reservoir tube lip, and a cracked retainer ring. The retainer ring bends upward as a result. Unable to perform the displacement test since p-cap / reservoir will not lock properly due to the bent retainer. Unit also received with a crack on the battery tube which starts at the corner of the belt clip rails. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that reservoir ring was loose and cracked. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer stated that reservoir able to lock in place when inserted into insulin pump. The device will be returned for analysis.